Manufacturer narrative:
A component of the system, case recordings are expected to be returned, but have not yet been received. The patient arm position in the CT is likely the cause of the registration issue, causing CT to body divergence. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia.

Event description:
According to the reporter, at the beginning of a case, the procedure team was not getting a successful registration. They reviewed the patient CT and the 3d tree and found that the 3d tree looked good, but patient¿s arms were positioned above their head instead at their side. The procedure team would attempt to proceed with the case with the arms repositioned, however were unable to complete the procedure. The patient was under general anesthesia.

Manufacturer narrative:
A component of the superdimension system; case recording and logs, were returned and evaluated. The evaluation showed the distmap file was corrupted in the plan, therefore the automatic registration cannot run properly. If information is provided in the future, a supplemental report will be issued.